Event description:
It was reported that the autopulse platform is displaying a user advisory (ua) 20 (position out of range) error message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. Functional testing was performed and the reported complaint was confirmed; the platform displayed a user advisory 20 (position out of range). Further inspection determined the integrated encoder gearbox was defective and the gearbox shaft was misaligned. Following replacement of the integrated encoder gearbox, functional testing was performed and no user advisories or warnings were observed. A review of the archive was performed and no user advisory codes were observed on the reported event date of (B)(6) 2015. However multiple ua 20 codes were seen on (B)(6) 2015. Based on the investigation, the part identified for replacement was the integrated encoder gearbox. In summary, the reported complaint was confirmed based on functional evaluation as well as archive review and is attributed to a defective encoder gearbox. Following service, including replacement of the gearbox, the device passed all testing criteria.